Event description:
During tavr with a 29mm edwards sapien s3 valve, after withdrawal of patient's right femoral sheath, patient developed significant pain in right leg. Right iliac dissection with femoral popliteal thrombosis/embolism was diagnosed. Vascular surgeon was called to repair. The interventional cardiologist who performed the procedure believes that this event may have been the result of the valve delivery device malfunction. He attempted to demonstrate the device malfunction to the edwards representative on site who made a video of this demonstration. Operative procedure performed on (B)(6) 2017 to repair the complication included the following: repair of right common femoral vein, right common femoral endarterectomy with bovine patch angioplasty, right iliac, femoral, popliteal and tibial embolectomy, right left arteriogram, selective infusion of 2mg of tpa and nitroglycerin into the right popliteal artery, and right external iliac angioplasty and stenting with a 9 x 60mm smart stent.